Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic incisional hernia repair, the plastic end by staple load broke off during use inside of patient. All parts were retrieved. There was no patient injury.